Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's nurse reported via phone call that the insulin pump alarmed motor error. The customer was in the hospital 2 weeks ago due to high blood glucose levels. The insulin pump alarmed motor position encoder error the day he was admitted into the hospital. The customer stopped using the insulin pump. The customer also received a motion sensor test failure alarm. The customer was stuttering and twitching. The customer as hospitalized on (B)(6) 2017 with a blood glucose level of 289 mg/dl. The customer was off the insulin pump less than 48 hours prior to hospitalization. The drive support cap was sticking out. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed motion sensor test failed alarm during rewind due to motor encoder signal out of phase. Unable to perform the self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test, verify the operating currents, or verify motor error and motor position encoder error alarms due to motion sensor test failed alarm. The drive support disk was inspected and no damage or anomaly noted. No cosmetic damage noted during physical inspection.